Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on (B)(6) 2017 reported they were still waiting for the hospital to release the pump so it could be sent back for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving unknown bacl ofen 4000mcg/ml for a total dose of 1273mcg/day and unknown morphine 0.3mg/ml for a total dose of 0.09548mg/day via an implantable pump for intractable spasticity. It was reported a motor stall was seen at initial interrogation and the patient recently had a magnetic resonance imaging (MRI). It was noted the patient had a MRI early this morning ((B)(6) 2017), was in the intensive care unit (ICU) with "pretty spastic/contractures", and there was no stall recovery. The manufacturer representative (rep) did not hear the pump alarming when they were with the patient. The rep stated that maybe that was how the patient always was with the contractures, but did not know that for certain. It was noted the rep was just called to confirm the pump status post MRI and that was it. The pump was last refilled on (B)(6)2017. It was later reported that the rep called back twice and each time stated there was no motor stall recovery confirmed in the event logs. It was noted that there were other stalls that occurred in (B)(6) with recoveries per event logs. At that time, it was unknown if the patient had mris during those stalls, and was going to follow up with healthcare professional. The rep later called back stating the motor stall still had not recovered via the event logs. It was confirmed with the healthcare professional (hcp) that the other 2 motor stalls in (B)(6) 2017 were not due to MRI. The rep will follow up with hcp. Event date was asked unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) reported they were replacing the pump today ((B)(6) 2017) and the rep will be sending it back for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) reported this was initiated from a call for a post MRI pump check from the hospital. No further complications were reported/anticipated.